Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, and the nozzle was wiped/brushed during reprocessing. The device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to a pinhole in the bending section rubber. It was also noted that the bending angle in the up direction and play of the up/down knob did not meet standard value due to wear of the angle wire. There were scratches noted throughout the device and the forceps channel port was shaved. The connecting tube and universal cord had a wrinkle and the control unit had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera duodenovideoscope had air/water leakage. Inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.